Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump lost was experiencing an intermittent power issue. There was no reported prior damage or trauma to the pump or battery cap. It was noted the battery cap was changed 7-10 months prior. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings:the complaint could not be duplicated upon investigation. A review of the pump¿s black box data revealed no power related events. Evaluation found no evidence of moisture within the pump. There were no defects or damages found to the components related to a power issue. No power issues, alarms, or warnings were experienced during a 24-hour exercise test.